Manufacturer narrative:
(B)(4). Concomitant medical products: 6-fr 545 introducer sheath. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Because it was reported that fluoroscopy was not used when removing the delivery system, it should be noted that the supera instruction for use states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right common femoral artery that did not have any tortuosity. The access site was the left common femoral artery. A 6fr 545 introducer sheath was inserted, and then laser and balloon angioplasty was done. A 6.0 x 40 mm supera peripheral stent system was advanced to the lesion; however, the stent partially deployed and dislodged inside the introducer sheath even though the deployment lock had not been unlocked. Therefore, the introducer sheath and stent system were withdrawn from the anatomy. Guide wire access was maintained and another unspecified stent was used to successfully complete the procedure. There was a minor delay when removing the device, but it was not clinically significant and there were no adverse patient effects. No additional information was provided.